Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote monitoring system associated with this device had issued a red call doctor icon, indicating the device had detected an issue that could impact critical therapy but could not be delivered via the communicator. The reason for icon was not identified. No adverse patient effects were reported.